Event description:
Caller states during a correlation study the following coaguchek xs to lab comparisons were obtained: patient #1. 2.2 inr/1.7 inr, patient #2. 5.0 inr/3.6 inr, patient #3. 2.3 inr/1.8 inr. The coumadin dose was kept the same for all three patients based on the lab draw. No adverse event. Requested return of suspect system and replacement sent.

Manufacturer narrative:
Patient #2 - female, date of birth and weight unk, deep vein thrombosis. Medications: "lovatab" 7.5/500 mg every 4-6 hours, coumadin 3 mg day, zoloft "500 mg" day, lasix 40 mg every other day, ultram 50 mg twice day, ibuprofen 600 mg twice day. Patient #3 - male, date of birth and weight unk, deep vein thrombosis. Medications: coumadin 10 mg day, cadura 2 mg day, lipitor 40 mg day, potassium chloride 20 milliequivalents day, cholchicine 0.6 mg day, darvocet n 100 1 tablet every 4-6 hours, norvasc 100 mg day, "tenoretic" 50/25 mg day, "alburnol" 100 mg day.